Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08655. It was reported that an asymptomatic patient presented to a chest x-ray, where it was discovered that both the right ventricular and atrial leads had dislodged. The atrial lead also exhibited a lead slack issue. Both leads were repositioned on (B)(6) 2021. Patient was stable after the procedure.